Manufacturer narrative:
During a follow-up, contact reported that the customer's blood glucose level was consistently monitored and the customer was given food until bg level went down to target level. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled tubing while connected to the pump. Customer reported an elevated blood glucose level of 242 mg/dl, but stated that their dinner was the cause of the high bg. Customer will no longer deliver a bolus due to the load fill tubing issue.